Event description:
It was reported that a vns patient had his generator explanted due to an infection. Prior to the explantation surgery, the patient had been admitted to the hosp due to the infection and was being treated with antibiotics. The surgeon plans to reimplant with a different model generator once the infection clears. A review of the product's device history records showed the product to be sterilized prior to distribution. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.